Event description:
New information received indicates that the implantable cardioverter defibrillator (ICD) was magnetic resonance (mr) conditional. The patient is in stable condition following the programming changes.

Event description:
It was reported that the patient underwent to a magnetic resonance imaging (MRI) procedure without enabling MRI mode and experienced congestive heart failure. It was noted that the implantable cardioverter defibrillator (ICD) was in backup operation mode. Programming changes were made. The patient's condition is unknown.